Event description:
It was reported that portions of the touch screen is delayed in responding. Customer ahs to press the screen multiple times for it to respond. Customers' blood glucose level was elevated.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.